Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy and bso. Following the procedure, the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent b-alyte y-mesh implantation on (B)(6) 2013. No additional information was provided.